Manufacturer narrative:
Further information was requested but it was not received.

Event description:
During a follow-up, the device was found to be in back-up vvi (bvvi) mode. No intervention has been performed.

Event description:
Additional information was received that technical support was contacted and the device was reprogrammed to resolve the event.

Event description:
Additional information was received that the suspected cause of the event was due to external noise.